Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received the device in good condition. The device was fitted with temp check and the disposable alarm sounded constantly. The root cause of the reported issue was found to be a damaged micro-switch; missing actuator arm. Actions were taken to mitigate the reported issue: replaced the micro switch.

Event description:
It was reported that the warmer had a broken microswitch. No patient injury was reported.